Event description:
It was reported that the user observed a downward blood glucose trend after breakfast with a fingerstick around 75 mg/dl while the ilet displayed approximately 84 mg/dl with a flat trend, in the context of inconsistent meal announcements and a subsequent intake of approximately half a cup of juice. No reported symptoms. Outcomes included user education and counseling on consistent meal announcements and hypoglycemia treatment to prevent rebound hyperglycemia. Investigation included a review of pump behavior, meal announcement practices, and prior breakfast dosing trends. Investigation of this case revealed that the device functioned as designed, delivering correction insulin in response to rising glucose and adapting dosing over time, while inconsistent meal announcements contributed to the observed low. It was concluded, based on previously established findings for similar reports, that user understanding and use of the device contributed to the event.